Event description:
It was reported spiderweb cracks behind touchscreen and unreadable. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.